Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an intermittent communication failed error message. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.